Event description:
The customer reported to olympus that the gastrointestinal videoscope had suction failure, insufficient angle, and there were some areas that were difficult to pass through with the brush after cleaning. The device was returned for evaluation. During evaluation, a foreign object was observed inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the malfunction found during evaluation.

Manufacturer narrative:
Additional information from the customer stated the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not provide additional details regarding the reprocessing steps that were taken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be specified and the root cause of the foreign object/material remaining in the videoscope was unable to be identified since it was unknown whether reprocessing was followed according to the instructions for use. This issue can be detected and prevented by implementation in accordance with the instructions for use (IFU): ¿preparation and inspection¿ describes how to detect the subject event, and ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. In addition to the malfunctions documented in b5, evaluation found the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube, the bending angle in up direction and the play of up/down knob did not the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the adhesive around the objective lens was peeled, there were scratches on multiple parts of the device, the universal cord was wrinkled and scratched, switch one was worn, the paint on the suction cylinder and air/water cylinder was peeled, the control unit and connecting tube were discolored, and the customer reported event of aspiration problem was not confirmed or observed. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.